Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the MFR for eval. The investigation is currently underway.

Event description:
It was reported that during deployment of a stent graft in a subclavian vein fistula, the stent graft only partially deployed. Add'l efforts to deploy the stent graft were unsuccessful; therefore, the device was removed without incident and another stent graft was deployed successfully. There was no reported pt injury.